Event description:
The customer reported that the device turned on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated the parts have been received. The customer requested clarification on the 2nd gen user interface (ui) pcb being compatible with original hydis lcd. The complaint of the device turning on by itself not confirmed by customer. The remote service engineer (rse) advised the customer that 2nd gen ui pcb is backward compatible with original hydis lcd, as long as the backlight inverter pcb is left in place and device's software is updated to version 2.30 or higher. The customer will install parts and update software to complete repairs. No other concerns were reported, and request for repair status declined; the issue was resolved.